Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was explanted and replaced due to the lead not working properly. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the reason why the right ventricular lead was explanted was due to noise. When the patient was seen at the hospital, x-rays revealed the cause of noise was lead dislodgement.